Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
It was reported at 7 week post-op followup, x-ray showed an axsos 4.0 cancellous screw had passed completely through the sps 1/3 tubular plate. Patient is now 16 weeks post-op. Medical intervention or treatment plan is unknown as of the time of report.